Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 , to report a detached sensor wire that occurred on (B)(6) 2016 . The sensor insertion was at the abdomen on the (B)(6) 2016 . There was no report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The sensor was returned for evaluation. A visual inspection was performed and the sensor wire was attached to the housing puck. The reported event of a detached wire was not confirmed. A root cause could not be determined.